Manufacturer narrative:
Concomitant therapies: vitamin d, vitamin b12, 1 syringe of juvéderm volbella® xc in the lip line. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme swelling around the mouth, big knotty areas, some mild, mild lumps and a little redness¿, ¿discoloration and warmth¿, ¿immune response of some kind¿, ¿patient is quite upset¿, ¿patient is deformed due to the symptoms¿, ¿whole upper lip is swollen with hard bumps", ¿swelling, hard nodules, and pinkish red color", ¿the area feels warm to the touch¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance: juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected almost 7 months ago in the nasolabial folds and marionette lines with juvéderm vollure¿ xc and in the lips juvéderm volbella® xc. 7 months later they have developed extreme swelling around the mouth, big knotty areas, some mild, mild lumps, a little redness, discoloration and warmth. The knots are very significant and they are located above the lip and the marionette area. Healthcare professional assumes it is something that happens with juvéderm vollure¿ xc. Patient is quite upset as well. Healthcare professional is going to put patient on oral prednisone they feel the event is an immune response of some kind. Follow up with the healthcare professional indicated that this was not an issue with the injection, but with the product, and the patient is deformed due to the symptoms. No diagnostic testing has been performed. No treatment has been provided, symptoms are ongoing. The needle from the package was used and this was the initial use of the syringes. This record represents the juvéderm vollure¿ xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00754 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.